Event description:
Pt reported that she has experienced hypoglycemia over the past 3-4 weeks and believes the insulin delivery of the infusion device is too high. Blood glucose went as low as 1.2 mmol/l (21.6 mg/dl) on (B)(6) 2011, and she lost consciousness and had a seizure of approx 5 mins. Blood glucose was 15 mmol/l (270 mg/dl) at 11 a.m. Before going to sleep, and her husband found her unconscious at 1 p.m. He delivered a glucagon injection and gave her a tube of glucose when she became conscious. Blood glucose was tested every 5 mins 1.4 mmol/l (25.2 mg/dl), 1.6 mmol/l (28.8 mg/dl), 2.3 mmol/l (41.4 mg/dl), and 2.6 mmol/l (46.8 mg/dl). Blood glucose decreased again to 1.2 mmol/l (21.6 mg/dl) and husband gave pt another tube of glucose. Pt "came around" at 1:30 p.m. Normal blood glucose is 5-9 mmol/l (90-162 mg/dl). Her physician decreased her basal rates within the past 2 weeks, but the hypoglycemia did not resolve. Pt reported the remaining units of insulin in the cartridge do not accurately reflect the basal and bolus data. There was also condensation in the cartridge compartment of the infusion device, but pt did not see any leaks of insulin. Blood glucose was 6 mmol/l (108 mg/dl) at the time of the report. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.